Event description:
It was reported that since late 2007, the implant has made a medium loud continuous peeping sound. Exchange of the external equipment did not alter the situation. Testing in 2008, confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.